Event description:
Information received that the unit did not pass electrical check. No injury reported.

Manufacturer narrative:
Technician found during pm that the unit did not pass electrical check due to no ground. Found ground pin was loose. Replaced the power cord to resolve this issue. Unit found in repair room.